Event description:
The following was reported "fracture of the cone of the prosthesis stem (hip implant/stem)."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.